Event description:
It was reported that during an unknown procedure, the device was inserted into the patient, it dispensed two or three clips and then locked up. It is unknown how the procedure was completed. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Anti-backup failure, malformed clip, damaged ratchet pawl the analysis results found that the device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and due the antibackup feature was non-functional two pear shaped clips were fed. The remaining clips were conforming according to manufacturing specifications. In order to evaluate the condition of the device's internal components, the device was disassembled and the ratchet pawl was found to be worn out thus; leading the antibackup failure. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. A batch record review was performed and no anomalies were found during the manufacturing process.